Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the duodenovideoscope exhibited white foreign material on the adhesive around the light guide lens, in the air water tube, and in the air water cylinder. Additionally, the inside of the light guide lens had a stain. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h3, h4, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over six (6) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined because we could not identify the stain or foreign material. Since the material adhered to the outer surface of the scope, it was not removed by reprocessing. We presumed that humidity invaded the light guide lens, which led to corrosion occurring from applied physical stress to the distal end, such as hitting and dropping, or the light guide lens glue peeled off by chemical stress, such as chemical solutions used for the device. However, we could not confirm the suggested event or specify the occurrence or cause of the suggested event. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: ¿IFU states that detection method in tjf-q190v operation manual 3.3 inspection of the endoscope.¿ olympus will continue to monitor the field performance for this device.